Event description:
It was reported that during ptca procedure, there was a fracture or puncture of the shaft which introduced air into the pt's vasculature. The pt coded and was eventually stabilized. Shaft damage was noted when they attempted to inflate the balloon outside of the body after removal. Pt status is listed as "okay".